Manufacturer narrative:
Medical device expiration date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd¿ luer slip tip syringe gamma irradiated (low dose), 10 ml, leakage and a crack in syringe barrel was observed. The following information was provided by the initial reporter: leakage was detected during priming. It was observed one crack approximately 0.55" in length at the tip of the syringe barrel. Leakage occurred from the crack on syringe barrel.

Event description:
It was reported that while using a bd¿ luer slip tip syringe gamma irradiated (low dose), 10 ml, leakage and a crack in syringe barrel was observed. The following information was provided by the initial reporter: leakage was detected during priming. It was observed one crack approximately 0.55" in length at the tip of the syringe barrel. Leakage occurred from the crack on syringe barrel.

Manufacturer narrative:
H6: investigation summary: two pictures of a 10ml luer-lok syringe (p/n 304406) were received and evaluated. One picture shows a crack in the roof of the barrel and the other shows leakage at the connection. The observed condition is non-conforming to our product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 8324556 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.